Event description:
The customer reported having high blood glucose of 300 mg/dl for several days. Hours later, the customer called back and stated that she did not feel well and her speech was slurring. The customer treated her blood glucose but it continued to rise. While customer was on the phone, the paramedics were contacted and updated them of the situation. A follow up on customer's blood glucose was conducted and customer stated that she did not go to the hospital or was treated by the paramedics. The customer stated that the paramedics came to her home and checked her blood pressure and blood glucose and left. The customer also stated that she treated her blood glucose of 342 mg/dl before the paramedics came to her home. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.